Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. The trunk cable connector was physically damaged, causing the belt latch not to stay secure with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. The trunk cable connector was physically damaged.